Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for salicylate for one (1) patient sample on a unicel dxc 600i synchron chemistry analyzer. The erroneous patient result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results for salicylate were recovering within the laboratory's established ranges leading up to the event. The customer reassayed the patient sample twice on the same analyzer. Lower results were obtained for both analyses and were interpreted to be correct.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced numerous parts on the analyzer including a sample probe, a wash collar, a syringe, and a t-valve assembly. The fse verified all repairs per established procedures.